Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant occlusion alarms. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. Occlusion alarms were verified through a review of the event history log but not reproduced. Evaluation found the device to operate as designed. The alarms in the event history log were most likely true alarms. No corrections were required. Should additional relevant information become available, a supplemental report will be submitted.